Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after successful deployment of the clip and subsequent removal of clip delivery system (cds) and a steerable guide catheter (sgc) into the right atrium, physician attempted to remove the sgc from the stabilizer. Sgc would not unlatch with standard lift from under the sgc handle and the resistance was noted. Unlatching was reattempted with additional force, and it still would not unlatch. Physician left it latched and removed the sgc from the groin with the sgc attached to the stabilizer. On the back table it was impossible to remove the sgc from the stabilizer with increased force. Sgc was able to remove by gentle shift in force left and right while lifting from the rear under the handle. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.